Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rapid gas loss alarm generated and the iab pump stopped working. According to the customer the patient had not been recently moved or touched. Several staff members assisted in troubleshooting. The console and lines were inspected and no blood was seen therefore a rupture was not suspected. The patient was placed in the trendelenburg position and required a low dose adrenaline infusion to maintain a spontaneous bacterial peritonitis (sbp) >85. Sedation/analgesia was increased to assist ventilation and fraction of inspired oxygen (fi02) increased to 0.8 from 0.45.

Manufacturer narrative:
Correction: event: changed from: spontaneous bacterial peritonitis (sbp) to: systolic blood pressure (sbp). Additional information: method code 4110 added. Complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rapid gas loss alarm generated and the iab pump stopped working. According to the customer the patient had not been recently moved or touched. Several staff members assisted in troubleshooting. The console and lines were inspected and no blood was seen therefore a rupture was not suspected. The patient was placed in the trendelenburg position and required a low dose adrenaline infusion to maintain a systolic blood pressure (sbp) 85. Sedation/analgesia was increased to assist ventilation and fraction of inspired oxygen (fi02) increased to 0.8 from 0.45.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a rapid gas loss alarm generated and the iab pump stopped working. According to the customer the patient had not been recently moved or touched. Several staff members assisted in troubleshooting. The console and lines were inspected and no blood was seen therefore a rupture was not suspected. The patient was placed in the trendelenburg position and required a low dose adrenaline infusion to maintain a systolic blood pressure (sbp) >85. Sedation/analgesia was increased to assist ventilation and fraction of inspired oxygen (fi02) increased to 0.8 from 0.45.

Manufacturer narrative:
Correction: section h.1. Changed from malfunction to serious injury complaint # (B)(4).